Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual examination of the reload noted that a metal clip was caught lodged in the distal cartridge knife slot and distal anvil knife slot. This condition was keeping the jaws from opening. Functional evaluation of the reload found no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of this condition may occur when an obstacle has been incorporated in the jaws during application. The information booklet which accompanies each product shipment cautions the user; ensure that no obstructions are incorporated in the instrument jaws. Firing over an obstruction may result in incomplete cutting action and/or improperly formed staples. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. This event was previously reported to the FDA on a summary report and is now being submitted on a 3500a per the FDA request.

Event description:
According to the reporter: occurred during a laparoscopic distal pancreatectomy procedure. After the first firing was successful, the surgeon pulled the black return knob completely back. However, could not open the jaws. The surgeon could release the tissue of the patient side from the device without opening the jaws. However, could not release the specimen from the device. The procedure was continued. At the excision of the specimen, the surgeon released it from the device by force and removed the specimen and the device from the cavity. There was tissue damage on the specimen side. The surgical time was extended by less than thirty minutes. There was no patient harm. The status of the patient is no problem.